Event description:
It was reported the patient received the following results within 10 minutes: 311 mg/dl and 87 mg/dl, later the same day, it was reported the patient also received the following results within 10 minutes: 202 mg/dl, 311 mg/dl (system 1), and 141 mg/dl (system 2). The same test strips were used to obtain all the readings.